Manufacturer narrative:
Upon further review of the file, it was noted that the following information should be added as it was inadvertently missed in the initial report (MDR # 3012236936-2023-01173) : b2: outcomes attributed to adverse event: hospitalization - initial or prolonged all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that approximately a week after implantation of the intraocular lens (iol) the patient developed toxic anterior segment syndrome (tass) in their eye. The patient developed endophthalmitis as a result of the tass. The patient's visual acuity was 1.0 the day after surgery and decreased to 0.7 over the next two days. A white fluffy substance was found in the eye around the iol as well. An anterior chamber wash out was performed with irrigation and aspiration. The patient's condition did not improve, therefore the iol was explanted. A white deposit was identified on the explanted iol. The patient was reported as being hospitalized and then released, however length of stay is unknown. The medical facility admitted to erroring in not providing the patient with their standard of care prescription medications (antibacterial and anti-inflammatory eye drops). Examination of samples taken showed no causative bacteria for endophthalmitis in both anterior and posterior chambers. Additionally, the culture from the white deposit identified on the explanted iol showed that no bacteria was detected. The iol was discarded and will not be returned for investigation. No additional information was provided.

Manufacturer narrative:
Unknown; requested but not provided. If explanted; give date: unknown/not provided. Email address: unknown; requested but not provided. Telephone number: (b)(46. This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.